Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient with previous history of spondylolisthesis and spinal fusion at l4-5 and noted pseudo arthrosis was returned to the o.r. On (B)(6) 2013 for surgical intervention due to a loose locking cap at the left l4 vertebral body. The locking cap had migrated into the patients musculature. The details of the revision procedure are unknown at the present time. This is 2 of 3 reports for the same event.

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the review of the raw material certificate and manufacturing documents showed no deviation according to our specifications. The complained articles were sent to our product development center for further investigation. The investigation shows normal traces of usage, besides no inconspicuous. The exact cause of damage cannot be elicited. We assume that while the final tightening the locking cap was not right-angled to the rod, which was leading to the loosening of the locking cap. The desired orientation of the screw head is possible with vertical alignment of the abutment opposite the rod.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing.